Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been receiving ongoing, intermittent occlusion alarms. The customer would clear the alarm and resume insulin delivery or changed the pump supplies to clear the alarm. Blood glucose was as high as 360 mg/dl. As the customer was not receiving an occlusion alarm at the time of the report, a cause of the past occlusions could not be determined.